Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up/final report.

Event description:
It was reported that repetitive in situ measurements were taken during implantation surgery, and 4 electrode channels in the apical region were found to be involved in short circuits. The ground path impedance was measured with a value of 9.43 kohm. The surgical wound was reopened, and the device replaced with a back-up.